Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilatation, however during first inflation at 20 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported.